Event description:
The patient contacted animas on (B)(6) 2012 stating that the audio bolus button had intermittent responses and required hard presses to elicit a response. The patient reported that some of the keypad buttons had become unresponsive two months ago. The patient reportedly wore the pump in a pocket and cleaned the pump screen with (B)(4) . There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact. Evaluation revealed that the contrast button responded intermittently. During testing, the up arrow, down arrow and ok buttons responded as expected. The original complaint of the audio bolus button's intermittent response was not duplicated during testing. The keypad was removed and evidence of contamination was found around all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.